Event description:
It was reported that during a procedure, the surgeon complained about leaking trocars. This male patient was very heavy with a small abdominal cavity. He used a combination of trocars and 12mm sleeves. He continued to use the trocars and sleeves to complete the case. There were no patient consequences.

Event description:
A customer reported getting a reading of 117 mg/dl on (B)(4) 2010 approximately at 8am that was higher than he felt. He further reported that two hours later, he lost consciousness in the car. He reportedly experienced no symptoms prior to loss of consciousness, but remembered waking up at the side of the street on an ambulance bed and being given a glucose drink. He also reported being transported to a hospital where he was diagnosed with hypoglycemia, but could not remember the treatment rendered. The customer also reported another medical event that was related to another high reading, however, he was unable to specify the reading and the date and time of the medical incident. The customer reportedly fell and hit his head in addition to loss of consciousness. The paramedics were called and treated customer with glucose drink. He also self-treated with food to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
(B)(4). Damaged duckbill, leak test failed inserting and removing test probe. The analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The analysis results found that device (c) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.